Manufacturer narrative:
The customer called back on (B)(6) 2015 to request service for the instrument. Service order, (B)(4), was generated. Service order, (B)(4), feedback: the service technician disassembled and cleaned the bowl, the bowl cover and the tubing. The customer will order a new drain bag. The technician then successfully performed the system checkout procedure. No further action required. (B)(4).

Event description:
The customer called back on (B)(6) 2015 to request service for the instrument. Service order, (B)(4), was generated.

Event description:
The customer called to request a kit credit for a centrifuge bowl break that occurred three minutes into the treatment. The customer stated that she heard a popping sound, and received a centrifuge leak alarm. The customer stated the inner and outer bowl detached from each other. The treatment was aborted. The customer stated there was little blood processed and spilled. The patient was reported to be in stable condition. The customer was off site when she called and did not provide any additional patient information. The customer has elected not to have a service engineer dispatched for the instrument, thus no service order was generated. The kit was discarded.

Manufacturer narrative:
The customer called on (B)(6) 2015, in order to report that there was some residual blood still present at the centrifuge drain bag connector. (B)(4), was generated for additional cleaning of the instrument. (B)(4), feedback: the service technician found some blood residue at the drain bag connector. The technician cleaned the blood residue and performed the system checkout procedure. During the system checkout procedure, the centrifuge siezed. The technician was able to free up the centrifuge however, it made a horrible noise while spinning. The technician returned the following day and replaced the centrifuge assay. The technician calibrated the centrifuge and also left two new drain bags for the customer. The technician then successfully performed the system checkout procedure. No further action required. (B)(4).

Manufacturer narrative:
A batch record review for lot c747 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected for these complaint categories. No capas were initiated for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. The assessment is based on information available at the time of the investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).